Manufacturer narrative:
It was reported that approximately one (1) year after an initial bilateral bunion surgery, all hardware was removed from one (1) foot in a revision surgery on 10/28/2020 due to non-union. The device was not returned to the manufacturer for evaluation and device specific lot information was not available, therefore all non-conformances for the sk12 were reviewed and no non-conformances or issues during the manufacture or release of the products were identified that could have contributed to what was reported. Based on feedback from the surgeon, the patient was too aggressive with activity immediately following the initial surgery and not following post-operative protocol likely led to both, the non-union and a cuneiform fracture discovered upon removal of the hardware. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit, along with warnings related to postoperative care. No deficiency or failure was alleged or found with any tmc device or its placement, nor was it a determining factor for performing the revision surgery. The surgeon addressed the site by revising it with tmc devices and the patient's other foot was also reported as, "doing great". The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that approximately one (1) year after an initial bilateral bunion surgery, all hardware was removed from one (1) foot in a revision surgery on (B)(6) 2020 due to non-union. Upon removal, no deficiency or failure was found with any hardware and a fracture was discovered in the cuneiform which along with the non-union, was a result of the patient not following post-operative protocol according to the surgeon. The site was addressed by revising it with tmc hardware with no other patient outcomes reported as a result of this event.